Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). 'Device operates differently than expected' is for the device being slow during use. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was too slow during surgery. An additional graft had to be taken. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was too slow. The event occurred during surgery on (B)(6) 2017 with no delay. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome on august 24, 2017 revealed that the calibration and motor speed were both out of specification. The motor speed was also noted to have run erratically. The head and control bar was visually damaged. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on august 24, 2017 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the motor speed was noted to have run erratically and out of specification. It was also noted that the device calibration was out of specification and had visual damage to head and control bar. The root cause of the reported event was due to the motor which run erratically and out of specification. It is unknown why the motor erratically. However, it was also noted that the device calibration was out of specification and had visual damage to head and control bar. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.